Manufacturer narrative:
It was recently discovered that this case has not been appropriately reported. A review of the batch manufacturing records was conducted immediately after receipt of the message (dated 2007); the batch met all criteria for the release of finished products. A second review of the DHR and retained samples were carried out prior to this mde (see annex 1 and 2). Conclusion code: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental form will be submitted accordingly.

Event description:
Information received: procedure: the bowel was replaced back into the abdominal cavity using a piece of 4 x 6 inch ti mesh. It was sutured at the superior aspect and going to the medial and lateral aspect. It was split around the ileal conduit and then a hole was made in the mesh to allow the conduit to lie comfortably and it was closed behind this deep and then attached the fascia in this manner. This was all done using interrupted 2 ethibond suture. The patient had enough room for ileal conduit. Outcome: - 40 cm of bowel had to be removed - mesh entwined within bowel.